Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4) (other) time to eri message should have been displayed. Method (other): since the device was not explanted, the files from the programmer were reviewed. Results (other): the files reveals that the residual longevity is not present when the device is programmed in aai mode with 2.02j programmer version of lower. Conclusions (other): this will be corrected in the future programmer versions. (B) (4)

Event description:
Time to eri message was not displayed on the programmer screen. Normal functioning of the device was confirmed. The device has not yet been explanted.